Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product involved with this complaint to perform a failure analysis. The suj was analyzed and found to have error 23072. The unit was returned for failure analysis and the reported failure was confirmed through logs. The complaint regarding recoverable faults was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer reported a recoverable fault that would not recover. An intuitive surgical, inc. (Isi) technical service engineer (tse) viewed onsite logs and found error 23072 on the universal surgical manipulator (usm) 2 and set up joint (2). The isi tse requested the customer to power cycle the system and emergency power off (epo) the patient side cart (psc). The error fault 23072 returned on power up. The customer followed the system prompts to disable usm 2. The customer stated the surgeon needed all four usms for this procedure. The surgeon did not disclose if rescheduling surgery or converting. The procedure was aborted with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was still getting 23072 errors after replacing the proximal harness, column harness, string pots. The isi fse was unable to complete the calibrations. The isi tse recommended double-checking all connections and swap axes controller join (acj) boards. The isi fse replaced the set up joint (suj) and the proximal cable suj to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj is pending failure analysis investigation. The complaint regarding recoverable fault, was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.